Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed preventive maintenance. Replaced rear case assembly. Replaced dim u4 on display board. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08/04/2015 to the present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1143616 for dim u4.

Event description:
The customer reported the device fails rate calibration. There was no patient involvement.

Event description:
The customer reported the device fails rate calibration. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04aug2015 to the present date 19jan2021 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device fails rate calibration. There was no patient involvement.